Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2023, due to unknown reason. The patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the previous or initial MDR submitted on august 04, 2023 was filed inadvertently. No device malfunction/explantation or serious injury has occurred.